Event description:
The surgeon allegedly used a pivot medical nanotack suture anchor to reattach the hip labrum to the acetabulum. The surgeon reported that the #1 suture was not attached to the anchor following deployment of the anchor. There were no injuries reported.

Manufacturer narrative:
Evaluation summary: the suture anchor remains implanted, therefore, it will not be returned for evaluation. This was determined to be a reportable event due to the permanent nature of the suture anchor that was left in the pt, even though no injury was reported.